Event description:
The customer reported, a power-up self test error during a routine device check. No patient involvement.

Manufacturer narrative:
Complaint investigation is ongoing. A follow up report will be provided with the results of the investigation.